Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that she delivered a bolus of 10.0 units of insulin, which caused her glucose level to drop. The customer's most recent glucose reading was 190mg/dl, and she has treated with food. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.